Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer blood glucose was 313 mg/dl. Customer current blood glucose reading was 188 mg/dl. There are small air bubbles in the tubing. The issue is not resolved. There are also air bubbles in the set. Customer also had priming/rewinding issue with the insulin but it was resolved. The insulin did not smell. Customer was advised to change the reservoir and set. The set will be returned for analysis.